Manufacturer narrative:
Correcting UDI# from (B)(4). This is a follow up report for this corrected information. Device received for this event is being corrected from direct abutm. 3.5/4.0-ø4, 4mm catalog # 24913 to osseospeed tx 5.0s - 13 mm catalog # 24973. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.